Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection and pocket erosion. No adverse patient effects were reported. The rv lead was explanted.